Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. The image was not present due to an lcd panel failure. Additionally, the screen was found scratched and cracked. There was discoloration on the rear panel due to deterioration. Cracks were also noted on the rear panel. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that his olympus high definition lcd monitor was not producing an image during procedure preparation. According to the initial reporter, the intended procedure was completed using the subject device without any patient harm or delays.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 7 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, faulty electrical boards (g1 and b1 boards) resulted in image output failure. A review of the device history record found no deviations that could have caused or contributed to the reported issue. No further information was obtained. Olympus will continue to monitor field performance for this device.